Event description:
The valve was checked with flashing saline prior to surgery and not a little resistance was felt. The device was not implanted in the pt. Unk if a replacement device was used on the pt.